Event description:
The customer had an on-going issue with questionable tina-quant d-dimer (d-dimer) results since (B)(6) 2010 when they installed the assay on this cobas 6000 c501 analyzer. D-dimer results did not correlate well between this analyzer and the customer's cobas c311. The field application specialist provided correlation results for five random samples she ran on both the cobas 6000 c501 and the cobas c311. Results for three of the samples were discrepant. Sample 1, the cobas c311 result was 99 ng/ml. The cobas 6000 c501 result was 163 ng/ml. Sample 2, the cobas c311 result was 588 ng/ml. The cobas 6000 c501 result was 815 ng/ml. Sample 3, the cobas c311 result was 836 ng/ml. The cobas 6000 c501 result was 1050 ng/ml. No adverse events have been alleged regarding the discrepancies. The d-dimer reagent lot was 63431801. The field service representatives determined the causes were worn and damaged syringe seals and instrument contamination. A field service representative replaced the seals and decontaminated the instrument. The sample probe and bath circulation pump were also replaced. A field service representative performed system diagnostic tests which were successful. The field application specialist found the biorad quality control product contributed to the quality control recovery discrepancies. (It was unknown if the d-dimer quality control was within range just prior to generating the discrepant results).